Event description:
The physician reports that during insertion, the crystalens became stuck in the crystalsert lens injector system and the haptics bent. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is good. Reference MDR #2031924-2009-00089.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l for evaluation and subjected to a visual and dimensional inspection. The results indicate the lens was within dimensional specifications and the visual inspection revealed no defects. Unable to confirm reported problem of bent haptic. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the iol became stuck in the injector. Other: sutures.